Event description:
When the donor cornea was cut using this blade, the edges of the cornea looked ragged. When the donor cornea was placed onto the pt's eye, the ragged edges were actually pieces of metal. The physician was able to remove as much particulate as was possible. The pt is not suffering any adverse effects as a result.